Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the pump emptied the cartridge twice during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/16/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/23/2013 with the following findings: the black box review shows a cartridge detected warning on the reported event date. The pump powers on and displays verify screen. The display screen is dim and reddish and found to be scratched. A test display screen was used during investigation and it was fully illuminated and colored. The pump passed ¿ez-prime¿ steps and was found to detect the cartridge. Force sensor calibration reading is within specifications. The pump¿s cover was removed, inspection shows a intermittent condition to the force sensor flex pins due to a cracked trace near the pin. Moisture corrosion was observed to the pcb. The keypad is torn and missing a portion around ¿ok¿ button, all buttons respond intermittently to presses. Evaluation revealed that there was contamination found to all button¿s contacts and the ok key contact is misaligned and inverted. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.